Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to infection and erosion at the pocket site. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.